Manufacturer narrative:
Additional information was added to event. Corrections were made to patient codes, evaluation codes method, result and conclusion. Device evaluation summary: one ht70 main control board was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The board was installed into the failure investigation test ventilator and was run at standard test settings for 2 hours with no issues occurring. The coin cell battery that arrived with the board was measured to be 2.756 v with a multimeter, which is under the minimum acceptable voltage of 2.8 v. No other issues were found with the device. The reported issue was not confirmed. The investigation could not determine a cause of the event. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as following: it was reported that during patient transfer within the hospital, an alarm was repeatedly heard coming from the ht70 ventilator and ventilation stopped. It was additionally noted that the numerical value and the character in the lcd (liquid crystal display) screen had disappeared but the frame around the setting value remained displaying. The patient was placed on an alternate ventilator with no patient harm. After a forced shut down of the ventilator, the device restarted and operated as normal. At the time of the event, it was verified by the ventilator history that there was residual power in the power pack.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, an alarm was heard coming from the ht70 ventilator and ventilation stopped. It was additionally noted that the numerical value and the character in the lcd (liquid crystal display) screen had disappeared but the frame around the setting value remained displaying. The patient was placed on an alternate ventilator with no patient harm.